Event description:
It was reported that following an implantable neurostimulator pocket revision the pt experienced no stimulation on their left side. Additionally, it was reported that the pt experienced high impedances. Impedances>10000 ohms were measured on electrodes 9,10, and 11. Electrodes 8 and 12 also exhibited high impedances (>3100ohms). Further investigation revealed impedances >40000. Reprogramming was unsuccessful even to 9.5v. Additional info has been requested from the hcp, but was not available as of the date of this report. Reference manufacturer's report# 3004209178200904286.